Event description:
New information noted that the device was reprogrammed to dual chamber. No additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, noise was noted on the right atrial lead. It was suspected that the implantable cardioverter defibrillator was oversensing electromagnetic interference. The lead had a history of noise and was programmed off due to the noise. Also noted was the device had diagnosed a ventricular tachycardia event and as a supraventricular tachycardia event and did not deliver high voltage therapy. This was believed to be due to the programmed setting for the noise. Programming changes were discussed. No additional information was reported.